Event description:
In 2008, a distributor reported that pt's mother had contacted them to report that the pt's infusion set has been leaking insulin near the infusion site. She stated that this issue had occurred with 3 infusion sets each time the mother changes the infusion site. No physiological effects were reported. Further attempts to contact the pt's mother were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.